Event description:
In 2008, I had c-spine fusion surgery with disk implant c6-c7 vertebra. My m.d. Surgeon used a product called actifuse bone graft product for my fusion instead of using my own grafted bone. Ever since my surgery, I have had severe leg, feet, hands and upper shoulder pain to the degree it has left me working part time and looking into going on disability since my chronic pain requires me to take many medications. My m.d. Has limited advice for me because he can't say why this pain started but it started exactly after my c-spine surgery in 2008. Reason for use: severe pain.